Event description:
It was reported patient underwent initial right total hip arthroplasty. The patient underwent revision twelve years later due to metallosis, elevated metal ion levels, and scar tissue. Claims of pain, severe bone loss, tissue damage, heavy metal poisoning, and limited mobility were made but unable to be confirmed after hcp review of provided medical records. The procedure was aborted as the head and taper being cold-welded and would not separate after over an hour of trying with multiple removal instruments. Surgeon determined hip was not in peril and felt the risk for continuing the revision procedure put patients femur and sciatic nerve at risk and abandon the procedure. After review, it has been determined that the stem taper were cold-welded and would not disengage. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: notes unable to revise head due to unsuccessful attempts to remove head stated took over 1 hr, cold welded, 10-15cm incision made, dislocated hip, attempted to remove head with bone tamp and mallet for 20-30 minutes, unable to remove. Attempted to remove head with tool provided by biomet; once tool in place and surgeon turned crank, pressure on greater trochanter was threatening fracture. Elected to discontinue use of this tool as felt it was unsafe and unwise. Attempted to remove head with bone tamp again for another 15 minutes or so, unable to remove, surgeon then determine hip was not in peril and felt the risk for continuing the revision procedure put patients femur and sciatic nerve at risk and abandon the procedure. Surgical site was irrigated, and closed, sent to recovery in stable condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157454 ¿ m2a magnum head ¿ 118300, 139266 ¿ m2a magnum taper ¿ 957540, us157860 ¿ m2a magnum cup ¿ 157470. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09487.

Event description:
It was reported that a patient underwent a right hip revision approximately 12 years post implantation. During the surgery the head was found to be cold welded to the stem and was unable to be removed. The surgery was delayed by over an hour from attempting to remove the devices. Attempts have been made and additional information on the reported event is unavailable at this time.